Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/deliver test, excessive no delivery test and displacement test due to lcd glass damage. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump's screen had partial display. Blood glucose was unknown at the time of the incident. Customer was unable to perform self-test due to missing segments on the device's screen. The product was returned for analysis.